Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Zoll business partner (bp) reported that after powering on, the autopulse platform sn (B)(6) showed the initial screen to set patient information and detected the patient size. However, the platform shutdown without showing any user advisory or fault once the start/continue button was pressed. The battery was fully charged before inserting it into the autopulse platform. The issue was discovered during biomed testing/routine preventative maintenance device check. No patient involvement.

Manufacturer narrative:
D9 was updated. H3 was updated. H4 was updated. H6 codes were updated. The customer's reported complaint of the autopulse platform (sn (B)(6)) shutting down was confirmed based on an analysis of the archive data and functional testing. The customer reported not seeing any user advisory messages or fault codes. However, a review of the archive data revealed that the autopulse platform displayed fault code 16 (timeout moving to take-up position) multiple times, followed by the device shutting off, around the reported event date. The autopulse failed to reach the target depth for take-up within the specified time (approximately 5 seconds). When there is no brake activation, the platform powers off shortly afterward, as per system design. Fault code 16 was replicated during functional testing at zoll. The root cause of the issue was a seized brake gap, due to rust or corrosion, likely resulting from humidity. The review of the autopulse platform archive showed that daily device checks were not performed, and the platform was not powered on for almost 7 months. The storage condition of the platform is not known. The customer is in barbados, which is a high-humidity location. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. The visual inspection found no physical damage to the returned autopulse platform. Archive data review showed multiple occurrences of fault code 16 (timeout moving to take-up position) around the customer's reported event date. Fault code 16 first occurred on 11 november 2023 and continuing until around the reported event date. The fault codes were followed by the autopulse platform powering off shortly afterward, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up. The brake gap was stuck due to rust or corrosion, preventing the brake from opening or closing during activation, leading to fault 16, and hindering the platform from performing compression. Since there was no brake activation, the platform powered off shortly afterward, confirming the reported complaint. The brake gap was cleaned using ipa (isopropyl alcohol) and unseized to remedy the fault. A brake gap inspection verified the brake gap was within the specification. Furthermore, the autopulse platform was subjected to a final run-in test using the large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Upon quote approval and service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).